Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. Customer's blood glucose level was "high" which was addressed by using an alternate pump for insulin therapy. Reportedly, the customer had an alternate pump available for insulin therapy.